Manufacturer narrative:
Based on the limited information available at this time, no conclusions can be made. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as a reported device explant. Should additional information be provided, a supplemental MDR will be submitted. Based on the information as reported, it is unclear whether there is an allegation of recurrence. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the expiry date. Review of medical records provided finds that the patient had hernia recurrence and the mesh was explanted. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair an incisional hernia. As reported, a bard/davol ventralex st hernia patch mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and "remove it." . The patient's attorney alleges that the patient underwent additional surgery, was severely and permanently injured and suffers physical pain. Addendum per additional information provided: (B)(6) 2014 - patient who had previous da vinci prostatectomy for prostate cancer was diagnosed with port-site hernia in the superior umbilical region and underwent open repair with the implant of ventralex st mesh. Per operative notes "the hernia sac is identified and dissected. A ventralex st is placed intra-abdominally. The mesh is brought up to the abdominal wall, the seprafilm portion of the mesh lies against the bowel with the polypropylene side against the abdominal wall. The straps were sutured to the abdominal wall.". (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia and underwent open repair with implant of ventrio st mesh. Per operative notes "the hernia sac is identified and opened. The ventralex st mesh is attached to the left rectus muscle, but not on the right. The underlying omentum is attached to the mesh with a fibrous capsule. The mesh is carefully freed up from the omentum and sac. The ventrio st hernia patch is placed in the abdominal cavity, with the seprafilm side against the bowel contents. The pockets are secured". Attorney alleges that patient had hernia recurrence, mesh became detached on right side and mesh migration.

Manufacturer narrative:
Based on the limited information available at this time, no conclusions can be made. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as a reported device explant. Should additional information be provided, a supplemental MDR will be submitted. Based on the information as reported, it is unclear whether there is an allegation of recurrence. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery to repair an incisional hernia. As reported, a bard/davol ventralex st hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and "remove it." The patient's attorney alleges that the patient underwent additional surgery, was severely and permanently injured and suffers physical pain.